Manufacturer narrative:
This report is being submitted to report additional findings from device evaluation. It was noted, the adhesives around objective lens and light guide lens had white-clouded area. The bending section cover and connecting tube had a scratch.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had a white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to missing nozzle, amount of water contact does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited poor air/water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the abnormality in the accessories utilized was not discharged during reprocessing and resulted in the foreign material being clogged inside the nozzle. The origin of the abnormality in the accessories could not be determined. Olympus will continue to monitor field performance for this device.